Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) .

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2006, (B)(6) 2007, (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Additional patient code: 3191 - left distal ureteral injury. Additional narrative: it was reported that the patient experienced left distal ureteral injury following surgery. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.